Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-04309 and 2210968-2020-04310

Event description:
It was reported that the patient underwent a knee replacement surgery on (B)(6) 2020 and the barbed suture was used. During the procedure, the fixation feature breakage occurred. There were no patient consequences reported.

Manufacturer narrative:
The manufacturing records could not be reviewed as the batch number is unknown. Additional summary: it was reported fixation feature breakage intra-op. One picture was received for analysis. Upon visual inspection of the picture, one needle-suture piece appears to be broken of product code sxpp1a405 could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
Corrected h-6 method codes: 4114.

Manufacturer narrative:
(B)(4). Additional information: d10, h6 additional h3 investigation summary: it was received for analysis an empty opened labeled winding former and a used needle-suture of product code sxpp1a405. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. In addition, a side of fixation tab was returned for analysis, the piece was examined and only was noted with fluids and cut. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.